Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope failed the leak test. The issue was found during reprocessing. Inspection and testing of the returned device found a black image with b30 scope communication error code. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end was leaking due to a cut, upon removing the distal end, found excessive frayed wires on the bending mesh. Additionally, the image was black with b30 scope communication error code. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correcting h4- mfg. Date should be feb 14, 2018 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation correction to h4 for additional information inadvertently left off of initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the bending section cover had leakage during user handling and water invaded the subject device. It caused abnormality in electronic components, causing the black image with b30 error code. However, a definitive root cause could not be determined. User can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". User can reduce/prevent occurrence of the event by handling the device in accordance with the following instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.